Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received an alert for maximum charge time limit. During interrogation, no vt/vf rhythms had been detected. The device was explanted and replaced.

Manufacturer narrative:
The anomaly observed in the field was confirmed in the laboratory. The analysis indicated that the output circuitry of the device was damaged. The charging current was drained enough by the damaged output stage to cause an extended charge time. The cause of the damage was undetermined.

Manufacturer narrative:
This is to correct brand name, common name, product code and PMA number.